Manufacturer narrative:
One sample was returned for evaluation. Tube was injected with 13 ml of water and allowed to sit for 18 hours to test for leaks. No leaking was observed on the returned unit. A review of device history records did not reveal any abnormalities or discrepancies. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 6 days of use, a slow leak was discovered in the cuff. Emergent trach change was required. No adverse health outcome resulted from this event.